Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Conclusion: based on the reported event and additional information gathered, the most likely cause of the reported event was determined to be user/hospital error.

Event description:
It was reported that a piece of 2102-1305, lot # b1310001 which was expired on 10/31/2016 was implanted into a patient on (B)(6) 2016.

Event description:
It was reported that a piece of 2102-1305, lot # b1310001 which was expired on 10/31/2016 was implanted into a patient on (B)(6) 2016.